Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Event date: unknown.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified circumflex artery. Following, high pressure pre-dilatation with a balloon catheter, a 2.25 x 24mm synergy stent was advanced but encountered difficulties in positioning in the proximal portion of the posterior ventricular branch. Upon removal, it was noted that there was a change in the device's structure. No patient complications were reported.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 03:02 pm CT. The report number is being corrected from: 3006630150-2018-62511 to: 2134265-2018-61061.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a battery replacement procedure was doing well postoperatively.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older event date: unknown - used the first date of the month of the aware date. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 03:15 pm CT.the report number is being corrected from: 2134265-2018-63955to: 2134265-2018-61061. This report is follow-up # 1.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified circumflex artery. Following, high pressure pre-dilatation with a balloon catheter, a 2.25 x 24mm synergy stent was advanced but encountered difficulties in positioning in the proximal portion of the posterior ventricular branch. Upon removal, it was noted that there was a change in the device's structure. No patient complications were reported. A synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the most distal stent strut row and to a mid-stent strut row with stent struts lifted. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.